Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that the pt experienced stimulation sensation only on their right side and on their left side. The pt met with the company rep where reprogramming was attempted to achieve stimulation on their left side but was unsuccessful. Impedance measurements were all normal. X-rays were taken and showed the lead on the right side of her spine. The physician's impression was that one of the leads looked as if it had separated from the extension. A revision procedure was planned where the physician was going to reconnect the leads directly to the neurostimulator and not use extensions. If additional information becomes available, a f/u report will be sent.